Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. The local field representative reported that the device had not been checked since (B)(4). A decision was made not to undergo device replacement. There were no adverse patient effects reported. The device remains in service.